Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance that resulted in code 1005, indicating an open circuit condition during shock therapy, during a defibrillation threshold (dft) test at a generator changeout. Technical services (ts) provided potential causes. The procedure was completed. The impedances will continue to be monitored as the lower energy synchronized shocks were normal. The lead remains in use. No adverse patient effects were reported.